Event description:
It was reported that the pt underwent a thermal balloon ablation procedure in 2006. At approixmately four minutes into the therapy cycle, a hole in the balloon was noted. A second catheter was used to successfully complete the case and there were no adverse pt consequences report.

Manufacturer narrative:
H-6 conclusion code: the device upon which this medwatch is based is anticipated.